Manufacturer narrative:
Per (B)(4) initial report. Additional information, including patient activity level, weight and medical history, post primary x-ray, operative notes (primary and revision), what symptoms did the patient present with when being admitted to hospital for x-ray, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, were any photos taken of the stem during the revision, why is the stem not available to return for examination and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Planned revision due to fracture of the metafix stem at the neck.